Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus liberte - 3.0 x 20 mm drug eluting stent the physician noticed the stent delivery shaft was kinked and stent struts were damaged. Consequently, the stent never touched the pt. No pt injury or complication was reported. The procedure was successfully completed using another unk stent.